Event description:
The customer reported that the ec analyzer produced a false negative result for hepatitis b surface antigen on a quality control sample. There was no report of patient harm as a result of this occurrence.